Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch# 5066859 that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.50 x 12 synergy ii was advanced to treat the lesion. However, during procedure, the stent dislodged from scaffolding and came off in circumflex artery. After several attempts of retrieval, the stent was unable to be retrieved. The stent was then crushed into the wall of the vessel. The procedure was completed with a different device. No patient complications were reported and no adverse outcomes with the patient.